Manufacturer narrative:
One (1) used. List # 146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch connected to used. List # ch2000s-c< spinning spiros and a used, 0.9% sodium chloride 250ml bag were returned for evaluation. As received no physical damage or anomalies were observed. The whole set was air pressure leak tested, and the spiros was primed as procedure, after the test no leaks or anomalies were confirmed. The secondary port was dissembled and bent spike and a torn and fladh around the top seal face was confirmed. No additional damage or anomaly was confirmed. Even though leak was not confirmed, the condition observed on the secondary port (spike bent) could lead the leak condition reported by customer. Complaint of leak can be confirmed. The probable cause is a manufacturer's molding defect. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that the nurse (rn) was hanging cytoxan had attached secondary cytoxan line (from the pharmacy) to the b line and turned on the plum pump. Fluid noted leaking from around the spinning spiros on the secondary line. The secondary line had been primed with normal saline by the pharmacy, rn was at chairside and closed the clamps, turned off the pump and returned the cytoxan bag to the pharmacy. The pharmacy did not need to waste the med. They returned the bag with the new secondary tubing. The rn changed out the primary line as high likelihood of proximal occlusion. There was patient involvement, unknown patient harm and unknown delay in therapy.